Manufacturer narrative:
Investigation: the physician stated that they checked the collection set for obstructions. No obstructions were observed in the tubing lines. Terumo bct's service technician checked the rbc detector's functionality and calibration with no issues found. An autotest was successfully performed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during a collection procedure, they received 'hemolysis detected' alarm and observed red tinge on the plasma line. No testing was performed to confirm the alleged hemolysis. Patient information and outcome are not known at this time.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. During customer follow-up, the customer stated that they do not allege and/or suspect hemolysis in the plasma line. Perthe physician, it was whole blood, as expected. Investigation is still in process. A follow-up report will be provided.

Manufacturer narrative:
This report is being filed to provide additional information. Investigation: per internal report, no additional issues have been reported for this machine regarding the reported condition. The customer confirmed that there was whole blood in the plasma bag with no hemolysis. Root cause: the root cause of this event was whole blood in the plasma line.

Manufacturer narrative:
This report is being filed to provide additional information and corrected information.

Event description:
The customer declined to provide patient identifier.

Manufacturer narrative:
Additional information: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue.